Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer tripped on the stairs causing the pump to fall and the touch screen to shatter. Customer is unable to interact with the pump touch screen due to pieces of glass coming off when the touch screen is touched. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.